Event description:
It was reported that during a surgical procedure, the rover smoke evacuator operated intermittently. Backup neptune equipment was used to complete the procedure. There was no report of any patient or user exposure. There was no report of any patient or user exposure to surgical plume. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was sent to the user facility to evaluate the device. The reported issue could not be replicated and no other associated problems were found. The rover was fully tested and returned to use. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.